Manufacturer narrative:
Based on available information, device malfunction could not be identified.review of the device history record for this lot did not produce any findings that attributed to incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.

Event description:
The physician attempted arteritomy closure with the starclose vascular closure system after an interventional procedure. The physician felt resistance during advancement of the thumb advancer and used force to the finish arrow. Post firing of the starclose clip, the physician was unable to remove the device from the pt. The pt was taken to surgery and the device was surgically removed. Hemostasis was achieved in surgery.